Event description:
Caller states the coaguchek xs plus meter would not charge. The nurse also reported smelling scorching from the handheld power adaptor and the green connectors were black and scorched in places when she removed the three pin section. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).